Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery to reduce an incarcerated umbilical hernia and an extensive lysis of adhesions. The small bowel had adhered to the midline. Recurrence and adhesion are known inherent risks of surgery and is listed in the instructions-for-use a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent an incarcerated umbilical hernia repair procedure to introduce bard's ventralight st to patient's peritoneal cavity to reinforce tissue affected by the hernia. On (B)(6) 2016: the patient underwent a subsequent surgery to reduce an incarcerated umbilical hernia and an extensive lysis of adhesions. The physician noted, "patient's small bowel had adhered to the midline, umbilical hernia with mesh which caused a small bowel obstruction." The attorney alleges the patient has suffered severe and possibly permanent injuries. Patient has also endured and continues to suffer the mental anguish and psychological trauma of living with these defective products implanted in her body. The patient has suffered serious bodily injuries that have resulted in pain and suffering, disability, mental anguish.

Event description:
As previously reported on 09/2018: on (B)(6) 2013: the patient underwent an incarcerated umbilical hernia repair procedure to introduce bard's ventralight st to patient's peritoneal cavity to reinforce tissue affected by the hernia. On (B)(6) 2016: the patient underwent a subsequent surgery to reduce an incarcerated umbilical hernia and an extensive lysis of adhesions. The physician noted, "patient's small bowel had adhered to the midline, umbilical hernia with mesh which caused a small bowel obstruction." The attorney alleges the patient has suffered severe and possibly permanent injuries. Patient has also endured and continues to suffer the mental anguish and psychological trauma of living with these defective products implanted in her body. The patient has suffered serious bodily injuries that have resulted in pain and suffering, disability, mental anguish. Addendum based on medical records received: on (B)(6) 2013: patient underwent repair of an umbilical hernia without mesh (prior to the 10/2013 procedure) and lysis of adhesions.

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to provide the patient's dob and additional medical information. With the current information, the conclusion for this file remains inconclusive. Updated fields: age or date of birth, event, MFR site, PMA/510k, if follow-up, what type.